Event description:
Follow up received provided minimal additional information. No details were able to be obtained regarding the organisms and treatments involved or dates of onset or explantation of the implantable neurostimulator (ins) device. It was felt that the infection had resolved because the patient was interested in being re-implanted with the device and had contacted the manufacturer's representative regarding how to proceed with this request. This information was also relayed to the patient's physician who had stated that they would be happy to talk to the patient. The patient was directed to contact the physician but had not followed through at the time of this report. It was reported that the patient also had outside issues going on (unemployment, no insurance, divorce, etc.). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no drug used for the infection. The date of onset or diagnosis of the infection was (B)(6) 2013. The patient did not have meningitis. The primary location of the infection was the device pocket. A culture was obtained, with the culture source at the device pocket. The type of organism cultured was coagulase negative staph. Treatments instituted for the infection was IV antibiotics and partial device system explant. The leads were not removed, but the ins, and two extensions were removed. The patient outcome was that the infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n0031748, implanted: (B)(6) 2005, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1992, product type: lead. Product ID: 7496-25, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. (B)(4).

Event description:
It was reported that the patient had the implant removed due to a serious infection because he had so many implants at that site it became really infected. The patient was taken by ambulance and had it removed. The patient and not been able to get it put back in and was in need to have the surgery. It was placed in (B)(6) 2012 and removed (B)(6) 2013. The patient had never gone without more than a month or so without it but had physical and logistical problems. The patient noted the pain was tearing him up and he was on many opioids. Information recharging the infection and patient outcome has been requested. If additional information is received, a follow-up report will be sent.